Manufacturer narrative:
Concomitant medical product: dtba1d4 ICD ,implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was intermittently undersensing and diminished p waves were noted. The ra lead remains in use. No patient complications have been reported as a result of this event.